Manufacturer narrative:
Lot release records were reviewed and the product lot met all acceptance criteria. Specifically, a pod is paired to a pdm and put through simulated use testing including communicating with the pdm, deployment, delivering fluid, occlusion detection, and freedom from hazard alarms. The device was received with corrosion on the mechanism rails, linkage assembly, batteries, pcb and commutator cap. The pod data was unable to be downloaded due to the corrosion on the pcb and as a result the reported hazard alarm could not be confirmed. The fluid leak test was run, and no leaks were observed. No housing damages were observed that would allow for fluid ingress. The cause of the internal corrosion could not be determined. It could not be determined if the corrosion is linked to the reported hazard alarm. Locked down smartphone: phone_control_ios. Omnipod software app version: 2.1.0. Operating system: 26.2. Hardware: iphone 18.1. Cgm sensor type: g7. Please note, the device identifiers are captured as reported by the complainant and may not align with the device configuration reported in this section as this data is pulled from our cloud based on the reported date of event.

Event description:
It was reported that the patient's blood glucose level rose to 350 mg/dl while wearing the pod between 4 and 24 hours. Investigation of the pod found internal corrosion. The device was originally reported for a hazard alarm during operation.